Event description:
Overdelivery reported. The pump was set to infuse an unspecified hydration fluid at 125ml/h with a volume to be infused of 1000ml. A nurse reported that the entire 1l container infused within a one hour time period. The pt, an "elderly" female, had been admitted for dehydration and tolerated the fluid delivery well without any adverse effects. The nurse manager states the event was possibly due to operator error as the nurse was an agency nurse who was not familiar with the device. "She might possibly have mistaken the flow rate for the volume to be infused." No additional info was available.